Manufacturer narrative:
Correction: b5- should have included "related manufacturer reference number: 2017865-2021-06131". Should also have included "following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically." As second device was related to event. The field event of lead noise resulting in over-sensing was not confirmed. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-06131 it was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting noise over-sensing. The lead was capped and replaced on (B)(6) 2020. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was exhibiting noise over-sensing. The lead was capped and replaced on (B)(6) 2020. The patient was stable.